Event description:
It was reported that a dexcom g7 displayed a brief sensor issue and then stopped providing glucose readings to the ilet and dexcom app for more than five hours while the sensor connection indicator persisted and a 24-hour sensor expiration alert appeared. Symptoms included no reported adverse physiological effects. Outcomes included replacement of the sensor and referral to dexcom for sensor support. Investigation included basic troubleshooting and education and transfer to the partner manufacturer for continued support. It was concluded that the event involved loss of cgm readings near end of sensor life, with the ilet relying on the cgm and not identified as the source of the issue.